Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and elevated blood glucose (bg) levels (120-509 mg/dl). Prior to hospitalization, pump boluses and basal delivery were used to address elevated levels. System check indicated that the pump was performing as intended. Contact did not attribute the adverse impact to the pump or supplies; however, the cause was not determined. Customer was running a fever and vomiting prior to developing elevated bg levels. Customer was treated with intravenous insulin and fluids, blood tests, labs every four hours, and urine test to check for ketones.